Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had a critical pump error and pump error alarm. The customer¿s blood glucose was 110 mg/dl. Troubleshooting steps were provided for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Device received with cracked battery tube threads. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) due to blank display.